Manufacturer narrative:
H2) additional information: see b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the procedure was delayed four and a half hours due to the reported issue. It was reported that after multiple imaging system image acquisitions, the facility opted to discontinue with navigation and screw placement was verified with a c-arm. There was no reported impact on patient outcome

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version #: 1.3.0 h3) the software team investigated the reported issue and reviewed the logs and found that the registration mode was not reported as "done" from the navigation system to the imaging system for "nmr" command within 8 seconds of time and hence the imaging system aborted the current registration. Also there were multiple instances of "motion detected between tracker and frame" warnings observed in the log files.  There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be replicated as the navigation system was unresponsive with the footswitch button highlighted after a few minutes of use. The navigation system then passed the system checkout and was found to be fully functional. Concomitant medical products: product ID: 9735736, serial/lot #: 1.3.0, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a cervical spinal fusion. It was reported that medtronic imaging system image acquisitions would not transfer to the navigation system. When utilizing the hand switch on the viewing station of the imaging system, the exams would not transfer to the navigation system. The navigation system was reported to have displayed an error message stating "transferred exam doesn't have registration information. Manual registration required." It was suspected the hand switch caused the reported issue, however multiple cables were used without resolution. Prior to the image acquisition, all lines of communication with the imaging system tracker, patient tracker and spin were green. The surgeon opted to complete the procedure without the use of the navigation system and imaging system. There was no reported impact on patient outcome. Troubleshooting found that a test spin later in the evening found that the exam could transfer but instruments had unverified without prompts from the user. Additionally, a test with a spine model transferred without issue. After a few minutes of navigation, the screens of the navigation system were unresponsive and navigation could not be performed in trajectory 1 and 2 views. It was noted navigation worked in synthetic anterior posterior (ap) views.